Event description:
Caller reported an an occlusion alarm. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin. Tandem technical support provided off-label insulin usage with the mobi pump as the customer reported using lyumjev brand insulin.